Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there were 0-2 coupling bars during recharge, and repositioning the antenna did not resolve the issue. This had been occurring for about 3 months. The patient had let the implantable neurostimulator go dead, and wondered if that had anything to do with the change in coupling. X-rays were taken and the implantable neurostimulator is not flipped. The patient is a larger woman, but he felt the implantable neurostimulator was pretty superficial and they had made effort at the 2014 changeout to tighten up the pocket and suture the implantable neurostimulator to prevent flipping. It was reviewed that the manufacturer representative should try an antenna locate session; however, the patient was not with them to perform additional troubleshooting. Additional information was received from a manufacturer representative (rep) on 2017-07-19. It was reported the patient has a scheduled appointment with the rep on (B)(6) 2017. The rep was going to try using a different recharger to see if that resolved the issue. Additional information received from the consumer on 2017-07-27 reported that a different recharger did not resolve the issue. The patient stated it could take her 16 hours and she had let the implant discharge and had not charged for an extended period. Additional information was received from a manufacturer representative regarding the patient on 2017-08-04. It was reported that the patient had tried a different recharge, and the same outcome occurred with the poor coupling. The health care provider will update further when they know what the next steps are going to be. The patient is still getting therapy from the stimulator. There were no patient symptoms or complications reported.